Event description:
The consumer reported false negative result with binaxnow covid-19 self-test performed .per consumer, two of her friends were symptomatic.confirmation testing using a nasal swab for a pcr test was performed and generated a positive result. No additional patient information,including treatment and outcome,was provided. This MFR. Report addresses test one (1) of two (2).

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference MFR. Reports: 1221359-2022-01677 through 1221359-2022-01678.